Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that they forgot how to fill the reservoir and the reservoirs keep leaking. The customer's blood glucose level was 116 mg/dl. The customer declined to troubleshoot. The customer threw the used reservoirs away so nothing could be returned for analysis. The customer's reservoirs were replaced.